Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting testing sars false positive more than once (exact number unknown). Customer states they have been negative by other brand rapid antigen tests and pcr. Two reports will be filed for unknown number of results. Report 1 of 2.